Event description:
Initial report: this non-serious unsolicited report was received from a dermatologist to our affiliate in (B)(4) on (B)(6) 2011. Upon medical review, the event of this case has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (B)(4). This case involves an (B)(6) female who has received four treatments with sculptra (poly-l-lactic acid), third treatment on (B)(6) 2008 and further treatment on (B)(6) 2009 (dosage and indication not reported). In (B)(6) 2009, this pt started to experience nodules at the injection site for which cortisone was administered as corrective treatment, but there was no improvement. Other suspect drugs: none. Significant/relevant medical history includes unspecified cardiac disorder, "fat on carotid and on liver" and lipomas nos. Relevant concomitant medications: not reported. Action taken: unk. Corrective treatment: cortisone injection. Outcome - not recovered/not resolved. Physician/reporter causality: not indicated. A ptc (product technical complaint) has been initiated for this report: (B)(4).